Event description:
It was reported that the right ventricular (rv) lead had high impedance and possibly fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.